Event description:
The pt had been having low blood glucose readings for about a week. On march 1 or 2, his vision became blurred. Bg tests throughout the day on march 2 read 35, 35 and 29 mg/dl. He called his daugheter who went to his home and did a test with the surestep meter she had used last year for gestational diabetes. The test reading was "hi" which the pt understood as bg over 500 mg/dl. He took 18 units of insulin, called his dr at the transplant unit, and was told to come to the unit immediately. At the hosp the pt's reading was 583 mg/dl, at midnight. Records indicate he was experiencing symptoms of dehydration, dizziness and disorientation. He was released from the hosp on march 9, and is currently taking 16 units of insulin. [Prior to the above event his medication was 5 mg of glucotrol, sliding scale <200 = 1 unit insulin; >200 = units; etc.].